Event description:
The complainant reports an under delivery. The reporter indicated that the intended delivery amount was 280 ml to be delivered over 4 hours at a rate of 70 ml/hr. The reporter stated the actual amount delivered was 50 ml over the 4 hour period.

Manufacturer narrative:
(B) (4): the delivery accuracy test could not be performed. The pump alarmed and went into malfunction mode. The device reported is an abbott product that is marketed internationally and is the same or similar to a device that is marketed domestically. (B) (4)